Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cutoff standard and high hcg clinical urine sample. The testing results indicated that all devices yielded correct positive results on qc cut-off standard and high hcg clinical urine sample. No false negative results were obtained during in-house testing. The product met qc release specification. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported several instances of false negative hcg results while using the fisher-sure-vue hcg-stat serum/urine test. Although requested, no additional information was provided.